Event description:
Eval revealed the force sensor plate was physically damaged. The force sensor resistance measurement was out of calibration.

Manufacturer narrative:
There was no reported pt impact associated with this complaint. The pump was returned to animas. Eval revealed a fractured force sensor plate was visibly damaged. The force sensor resistance measurement was out of calibration. The pump was primed successfully and exercised with no loss of prime alarms occurring.